Manufacturer narrative:
Follow-up #1 date of submission 04/29/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/16/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the available pump black box data revealed no manual time and date changes or evidence of a time and date reset. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no alarms. The pump case was removed and no evidence of moisture ingress or intermittent connections were observed; however, the internal clock battery on the printed circuit board was found to have failed. A timekeeping accuracy test was begun but not completed due to the failed internal clock battery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that the pump date and time were not accurately maintained. The reporter could not confirm if the time and date were saved with battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.